Manufacturer narrative:
The field service rep completed inspection of system and found the power cord end was burned. The field service rep completed necessary testing and determined that the power cord and plug of the unit wss not a good condition. The necessary components were replaced and the unit operates as intended without any further issues. No further corrective measures necessary. This is the first event received from field due to power cord burn issue. Future service calls will be monitored for similar issues and escalated if necessary.

Event description:
Technician burned his finger when they touched the power cord. It was noted that the tech's finger was a little red but they did not need medical attention.